Manufacturer narrative:
This report is being filed on an international product, list 4j27, that has a similar us product distributed in the us, list 2p36. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6) architect hiv ag/ab combo (B)(6) results using 2 samples from the same draw date ((B)(6) 2018) on a patient who tested vidas duo method (B)(6) ((B)(6) with cutoff of (B)(6), no unit of measure provided) and (B)(6). Previously, on (B)(6) 2018, the patient confirmed (B)(6) and was prescribed stribild medication. The patient also tested vidas duo (B)(6) on (B)(6) 2018. The patient has a history of drug abuse. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse and non-statistical trends identified for the assay. A retained kit of reagent lot 82376li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. The clinical sensitivity performance of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hiv test results provided by the manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Additionally, a review was performed with no occurrences for non-conformances, potential non-conformances and deviations associated with the affected lot number. Review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.